Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic procedure for placement of an esophageal stent for treatment of a cardia tumor stenosis. The procedure was performed in 2006 (specific date is not available). Four weeks later, the pt underwent an endoscopic examination. The stent was noted to be dislocated. During the intervention, the physician experienced difficulty with attempts to remove the device. Upon removal of the stent, the distal aspect of the cover was not attached to the stent. The patient has not sustained any reported complications or ill effect as a result of the stent migration and subsequent removal. The patient condition is noted to be 'ok'.